Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for radicular pain syndrome (radiculopathies) reported for the past year they had been seeing a warning power on reset (por). It was unknown if the por was related to an overdischarge although the consumer did have an overdischarge in (B)(6) of 2015. According to the consumer their healthcare provider (hcp) said the implantable neurostimulator (ins) may need to be replaced. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.